Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons less responsive and grinding noise on rewind. The customer¿s blood glucose was unknown at the time of incident. The customer also state that battery cap stripping and random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device was received with intermittent act button response due to flattened button dome switch and the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected excessive no delivery alarms or noisy/grinding motor sounds noted during testing. Device was received without the original battery cap. Unable to verify battery cap damage. Device was received with case cracked at the display window corner, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).